Event description:
It was reported that inadvertent deployment occurred. A 7x120x130 innova self-expanding stent system was selected for use. Outside the patient, while flushing, it was observed that the stent tip was protruding from the catheter tip. The procedure was completed with a different device. There were no patient complications as a result of this event.